Manufacturer narrative:
Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 2hr xylene standard" protocol started in retort b at 18:58pm on (B)(6) 2020; the "factory 4hr xylene standard" protocol started in retort a at 18:08pm on (B)(6) 2020; the "factory 2hr xylene standard" protocol started in retort b at 19:35pm on (B)(6) 2020; the "factory 4hr xylene standard" protocol started in retort a at 20:04pm on (B)(6) 2020; the "factory 2hr xylene standard" protocol started in retort b at 19:04pm on (B)(6) 2020; and the "factory 4hr xylene standard" protocol started in retort a at 19:05pm on (B)(6) 2020. The station properties for bottles 4 (ethanol), 9 (ethanol), and 11 (xylene) were reset between 06:11am on (B)(6) 2020 and 06:50am on (B)(6) 2020. There was no evidence of any use error(s) when replacing these reagents. Bottle 14 (xylene) was not in contact with the corresponding sensor for 27 seconds from 06:29am on (B)(6) 2020, which not insufficient time to replace the reagent; and the station properties were reset at 06:29am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 14 prior to these user actions were: xylene concentration=97.9%, cycle=17, cassettes= 591 and days=9. The reagent in bottle 14 (xylene) was used for the final clearing step of the "factory 2hr xylene standard" protocol started in retort b at 19:04pm on (B)(6) 2020 and the "factory 4hr xylene standard" protocol started in retort a at 19:05pm on (B)(6) 2020 following replacement. Although the user affirmed in the instrument software that the xylene concentration in bottle 14 (xylene) was to be set to the default value of 100% at 06:29am on (B)(6) 2020, the actual xylene concentration would have remained unchanged at 97.9% because the bottle was not removed from the instrument for sufficient time to replace the reagent. The facts indicate that manual replacement of the reagent in bottle 14 (xylene) was not completed in accordance with the manufacturer instructions detailed in the (B)(6) peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." However, this use error did not either cause or contribute to the sub-optimal tissue processing identified from the "factory 2hr xylene standard" protocol started in retort b at 19:04pm on (B)(6) 2020 and the "factory 4hr xylene standard" protocol started in retort a at 19:05pm on (B)(6) because the reagent in bottle 14 prior to station properties reset was 97%. The minimum final reagent concentration required for xylene is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the 6 processing runs comprising a total of 316 cassettes, which either started or completed between (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing from six (6) processing runs reported by the complainant could not be determined from the information available.

Event description:
The complainant contacted (B)(6) biosystems in relation to peloris rapid tissue processor serial number (B)(4) and the following information was documented: "under processtissue [sic]. Processing cycle ran to completetion [sic] with out error. The under processed tissue were observed in 2 hour cycle of gi biopsies. User mentioned [sic] that they have made no change to the program. They are using the recycled xylene. User had discarded all the lower concentration alcohols when call was made to (B)(6). Under processed tissue were reported on 2 consecutive runs. On (B)(6) 2020, the (B)(6) applications specialist - core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "after log review it was determined that the most likely cause of the underprocessed tissue was due to low concentration wax used as the first step on the runs. This in tandem with use of recycled xylene likely caused poor infiltration. Customer has completed an instrument change and the processing was reported as better on a test run after the changes. Current thresholds are 72% for xylene and 72% for wax." The fss advised the laboratory to "increase the change threshold for xylene to 80% and wax to 85%" and perform a validation run. On (B)(6) 2020, the (B)(6) technical support received information that all cases involved in this event were diagnosable.